Event description:
It was reported that this right ventricular (rv) lead was exhiting myopotential noise signals due to possible insulation issues. However, this was not confirmed. The lead remains in service. No adverse patient effects were reported.